Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements of 200 ohms. Technical services (ts) was contacted and recommended possible reprogramming options; therefore, this rv lead was reprogrammed and measurements dropped to 90 ohms. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This device is still in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.